Event description:
A peritoneal dialysis (pd) patient experienced cloudy fluid and was "sick". The cause and treatment were not reported. It was reported the patient was "referred to unit and is still currently there". At the time of this report, the patient outcome and action taken with pd therapy were unknown. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.